Event description:
It was reported that post operatively involving the reload, there was an issue with staple line bleeding after firing. The patient experienced an extended hospitalization of 3 days and was admitted to the intensive care unit. Suturing was performed as a staple line replacement to resolve the bleeding issue. There was a blood loss of more than 500cc due to the product problem.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post operatively involving the egia 60 artic med thick sulu, there was an issue with staple line bleeding after firing. The patient experienced an extended hospitalization of 3 days and was admitted to the intensive care unit. Suturing was performed as a staple line replacement to resolve the bleeding issue. No patient complications have been reported as a result of this event.